Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data was available in the cloud and the logs were unable to confirm the customer complaint with data. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.